Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿monitor would not power on¿ was confirmed due to a faulty printed circuit board. Cosmetic normal wear and tear noted on the unit¿s housing. The cause of the internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the monitor would not power up. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the cause of the indicated phenomenon was a failure of the printed circuit board (g1 pcb). The legal manufacturer reported since 6 years have passed since the manufacturing, it is considered to be a failure due to aging. As a result of confirming the device history record, it was confirmed that there were no abnormal in manufacturing, special adoption, and unevenness.